Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for 24 hrs, the iab leaked. The following was rpt'd to co on 7/29/97: there was poor augmentation. The iabp would not cycle and kept alarming to check iab catheter. The pump was changed and the iab was checked. The balloon began to function in about 1 minute. Blood was then noted in the helium tubing. The pump was discontinued immediately and the pt was unharmed. The pump alarm sounded. Event complications: none from the event - rpt'd 7/8/97, 7/29/97. Pt current status: pt. Was dnr/expired 6/27.